Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on 01/27/2022 that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. The area was prepared with alcohol before placing the sensor on the body. On 01/27/2022, the patient had a skin reaction that was described as itching, redness and blisters under the entire patch area. Additional information about this event that occurred in 2022 was provided by the patient on 08/08/2024. The patient reported that for this event, after removing the sensor on 01/27/2024, he went to his doctor that afternoon due to itchiness and irritation. The doctor diagnosed the patient with contact dermatitis. He was prescribed unremembered oral medical and topical cream which were used for 5 days. At the time of contact, it was indicated that the patient was doing okay and no longer had a skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.